Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. There was no adverse impact to the customer's blood glucose. Upon troubleshooting with tandem technical support it was discovered the customer was not performing the proper air removal technique. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.